Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450 mg/dl and moderate ketones; cause was not known. A correction bolus was delivered via the pump to initially treat bg. At the ER, the healthcare professional provided further education; however, no treatment was administered as the customer's bg started to come down. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the issue was resolved and no permanent damage was reported. Multiple attempts were made to obtain the date the customer left the ER; however, no response from the customer was received.